Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been 1 similar event for the lot referenced. The following devices were also listed in this report: tritanium revision acetabular; cat#509-02-58f ; lot# 2e5ktr. Delta v-40 ceramic head 36/+5; cat#6570-0-236 ; lot#58066604. Mod con dist stem 15 x 195mm; cat#6276-7-115 ; lot#caxv340f. 19mm mod rev hip bdy/blt +10mm; cat#6276-1-119 ; lot#54967702. Md vit slv and 2.0mm homog cbl; cat#6704-0-510 ; lot#58842812. 6.5 cancellous bone screw 30mm; cat#2030-6530-1 ; lot#ey46w8. Osteolock bone screw 30mm; cat#5260-5-030 ; lot#54936801. Osteolock bone screw 20mm; cat#5260-5-020 ; lot#51926201. Osteolock bone screw 20mm; cat#5260-5-020 ; lot#51926201. Osteolock bone screw 24mm; cat#5260-5-024 ; lot#57209801. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned to the manufacturer.

Event description:
Patient had primary total hip replacement and needed to return to the or in 11 days due to a peri-prosthetic femur fracture. During surgery the acetabulum was noted to be loose. All components exchanged. This was reported. The patient now presents with infection, and undergoes revision with all components exchanged with an off-label implant reconstruction.